Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was extremely short. The customer¿s blood glucose was 10mmol/l at the time of the incident. The customer reported that she inserted new sensor to the buttock yesterday. The customer reported that first calibration was rejected. She turned off sensor feature on the pump for few hours. The customer removed sensor and found out, electrode was extremely short. The sensor will be returned for analysis.